Event description:
It was reported that a dye study wasn't performed because the physician couldn't aspirate the catheter. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).